Event description:
It was reported the patient's scs ipg has not worked for at least 6 months. The company representative was unable to connect to the ipg with patient controller (pc) or clinician programmer (cp). Surgical intervention may be taken to replace the patient's scs ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.